Event description:
Unomedical reference number (B)(4). Event occurred in the united states. On (B)(6) 2024, it was reported that the patient experienced that the infusion set cannula was bent. Within 3 or more hours of abdomen insertion customer noticed symptoms. The blood glucose level of the patient was 416 mg/dl. Additionally, location site was regularly rotated. The patient changed supplies as necessary and resumed insulin successfully. Unomedical do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information was available.